Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received his scs system, including an ipg, on (B)(6) 2011. It was reported that the pt's charging system was unable to communicate with the ipg. The charger had allegedly located the ipg but only on an intermittent basis. Attempts to obtain add'l info regarding the pt's condition and/or device status were unsuccessful. According to the MFR's device registration system, the ipg remains implanted. No further pt complications were reported.